Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) along with the right ventricular (rv) lead exhibited high out-of-range (oor) lead impedance. The rv lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.